Event description:
It was reported that the battery was not keeping a charge. Patient then explained, every time they tried charging, it took 3 days to charge the implanted neurostimulator even up to 90%. Patient said they had the same problem for the past couple of weeks. Patient also said last night it wouldn't find the device at all and came up saying to contact medtronic with an error code rm03. Patient finally found the device this morning and was still trying to charge it. Today patient felt like their toes started to zing and it had not been doing it for all these years until today. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.